Manufacturer narrative:
This report filed september 21, 2015.

Event description:
Per the clinic, the patient experienced a decrease in performance resulting in the decision to explant the device. On (B)(6) 2015 the device was explanted and the patient was re-implanted with a new device.

Manufacturer narrative:
(B)(4).